Event description:
It was reported that the reported tried to turn off the programmer by pressing the stimulation off button, but was not able to turn off the programmer. The patient was currently on program 1 at 4.2 volts. So, the reporter accidentally turned off the implant instead of the programmer. The reporter turned stimulation back on and the patient felt stimulation. The patient was last seen by their healthcare provider (hcp) 7-10 days ago for reprogramming. It was also reported that the patient had a urinary tract infection (uti) confirmed yesterday. The patient treated with antibiotics. It was stated that the patient had 10 utis since the ¿first of last year.¿ the patient was doing well with the implant, but had ¿get up and go¿ more over the past 3-4 days.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va09eq2, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).